Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and the impedance on the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported a lead integrity alert indicated over-sensing and the lead was possibly fractured. Re-programming was performed and the patient was transferred to another facility for right ventricular (rv) lead revision. It was also reported that at the explant procedure, over-sensing could be provoked by moving the device from an external approach, as well as, by stressing the lead after detaching it from the device. No signal could be measured and it was suggested the conductor was ruptured. There was no obvious damage on the body of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.